Event description:
When nurse was injecting into a pt, nurse felt almost no resistance. Noticed medication was leaking out and onto nurse's hand. Pulled needle out from pt and noticed the barrel of syringe was cracked.